Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. One lead was implanted at s3 and the second lead was implanted at l1. It was reported the patient experienced a loss of stimulation subsequent to a hunting trip. X-rays were taken and indicated the s3 lead had migrated out of the foramen and a kink was present in the lead. The lead was subsequently explanted and replaced. Postoperatively, the patient reported receiving effective therapy.